Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a patient who underwent a knee revision surgery on (B)(6) 2016. The original surgery occurred on (B)(6) 2014. The revision surgery was due to the patient's lateral reticulum being too tight. During the revision, the omni insert, retaining bolt and patella were revised to new components of the same size.